Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive unexpected restart alarms and external ram crc error alarms. It was reported that the date kept resetting to (B)(6). Customer's blood glucose was 3.7 mmol/l. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test. No a21, a17 alarm or unexpected pump reset anomaly noted during our testing. All the operating current test were within the specification. No unexpected low battery or off on power alarm noted. The insulin pump was received with cracked case at the display window corner and cracked reservoir tube lip.